Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error - open clamp. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA.

Event description:
A customer contacted global technical service (gts) regarding a system error 2240 that appeared on the home choice (hc) during dwell. Gts had the home patient (hp) close all the clamps and transfer set, cycled power off and on to system error 2367, cycled power off and on to press go to start prompt. Gts explained the alarms and caregiver (cg) stated that the spare supply line clamp was left open causing the system error 2240 in dwell cycle. Gts explained to discard all supplies and to report alarms to peritoneal dialysis nurse the next morning. The hp would finish that night's therapy manually. The hc was operational and a swap of the device was not necessary. There was no serious injury or medical intervention reported.